Event description:
Initially, it was reported that the patient's generator was at end of service and the patient was referred for a generator replacement. The patient underwent generator replacement due to battery depletion, neos - yes. Clinic notes dated (B)(6) 2015 noted that the patient had an increase in seizures last summer and it was found that her generator had reached end of service and the patient has done better since generator replacement. It is unknown whether or not the seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.